Event description:
Pt who was status post abdominal aortic aneurysm repair was on a ventilator. Peep was set at 5cm. Noted later that peep was reading at 22cm. Peep was then turned off but the peep continued to read 18 cm. Pt was taken off the ventilator and bagged with oxygen while a new ventilator was obtained. The pt's blood pressure dropped but recovered. A chest x-ray was obtained to rule out pneumothorax and it was negative. Biomedical engineering believes that the ventilator was having microprocessor board problem.